Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the cdh25 instrument cut but did not staple. No staples in device. The case was completed by suturing. Detailed information to follow.